Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (cts), however, customer declined to complete the check. Customer reverted to an alternate method of insulin delivery. Reportedly, the customer was not removing the air from the cartridge. Tandem clinical support informed customer that not removing the air from the cartridge is off label per the tandem user guide. Customer¿s blood glucose level was in the 400's mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.